Manufacturer narrative:
Continuation of d10: product ID a610. Serial# unknown: product type software product ID tm91d0. Serial# unknown: product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) that the cause of the patient¿s walking difficulties and stimulation issues was related to device settings being too high or too low. Actions taken was to have the patient's setting reprogrammed and the issue was resolved the same day. The rep also indicated that the communicator not connecting to the implantable neurostimulator (ins) was resolved by resetting the communicator. After the reset, the equipment was able to connect successfully.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that caller stated patient was seen in neurologist's office today, was programmed and had adbs turned on. However, when patient went to their car, they were having problems with walking and stimulation and turned it off. Patient was going to go to the neurosurgeon's office to have device checked and turned back on but when the medical assistant (ma) attempted to interrogate implantable neurostimulator (ins) with tablet, they received warning message that "settings would be cleared" and when they attempted to use patient's equipment to connect to ins, it wasn't working. Caller was going to bring on ma on the call for troubleshooting but by the time caller reached them, they elected not to interrogate ins with the tablet and to send patient back to neurologist's office. Caller stated ma was able to get patient's equipment working by restarting the handset.